Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer stated that during the fill tubing process, they infused half the contents of the reservoir before they realized it. The customer was at 157 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.